Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Additional information received indicating that other lead measurements were stable. Patient monitoring was going to be continued. The device and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the issue of high out of range impedance was still ongoing. Also, a chronic shock impedance with some measurements of above the trigger range was further confirmed. No intervention was given at this time and no lead issue was suspected.